Manufacturer narrative:
8/4/1998-it has come to our attention that this event was submitted in error. We have determined that this event is not reportable in accordance with the MDR regulation. Please disregard the event submitted under this reference number.

Event description:
The device was used during a colon resection procedure. Reportedly, the knife did not advance. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.